Manufacturer narrative:
Hamilton medical ag comes to the conclusion: blocked rinse flow blue port. Replaced defective component.

Event description:
The following was reported to hamilton medical ag: summary:flow sensor calibration fails / leak test failed ( tightness test failed).